Event description:
It was reported that the right ventricular (rv) lead had a sudden jump in pacing thresholds. The lead had high impedance and a fracture was suspected. A lead replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead warning alert and that the impedance trend on the rv (right ventricular) pacing lead was rising. An rv pace lead impedance alert occurred on (B)(6) and (B)(6) 2014. Maximum ventricular pace impedance rises from 944 ohms the week ending (B)(6) 2014 to greater than 3400 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).